Event description:
It was reported, the evis exera iii video system center presented a b30 scope communication error while in use. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Customer called into olympus technical assistance center (tac) personnel to inform them of the issue. Tac recommended several trouble-shooting options that were ultimately unsuccessful. The customer then tested the scope on other devices to see if the issue continued. She was able to conclude that the one scope was the issue. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the communication between the scope and the video processor failed due to the failure of the scope, and a b30 error was produced. Olympus will continue to monitor the field performance of this device.